Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, when screwing the wire to the pacemaker system, there was very high impedance cables and loss of capture in the patient, which is dependent on pacemakers. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.